Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-18551. The patient has 2 scs systems implanted. It is unknown which ipg is implanted on the patient's right side; therefore, both ipgs are being reported. It was reported the ipg located on the patient's right side is causing the patient discomfort. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.